Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported that after being in a car accident in (B)(6) of 2015 they felt as though stimulation wasn't in the exact same area, and was in the wrong location. Due to this the consumer used stimulation less frequently. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.